Event description:
The biomedical engineer reported that the remote network system (rns), the secondary monitoring system, did not provide audio. There was no sound for the alarms, qrs sync sounds, etc. The issue was resolved by rebooting the unit. Customer was unwilling to gather logs. No patient harm reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 the customer at (B)(6) hospital reported that the rns (remote nursing station) model a/rns-6803, sn:(B)(6) lost audio. The rns was monitoring patients but was not producing an audible sound. The nk tech support specialist had the customer reboot the rns, which resolved the issue. The customer was not willing to provide log files and more information. Service requested / performed: troubleshooting. Investigation summary: the root cause of the issue is halted audio services because of a possible bug in the windows operating system. A new software 02-10a is released to resolve this audio issue. The risk priority number is determined to be low.

Manufacturer narrative:
The biomedical engineer reported that the remote network system (rns), the secondary monitoring system, did not provide audio. There was no sound for the alarms, qrs sync sounds, etc. The issue was resolved by rebooting the unit. Customer was unwilling to gather logs. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device fields contain no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer reported that the remote network system (rns), the secondary monitoring system, did not provide audio. There was no sound for the alarms, qrs sync sounds, etc. The issue was resolved by rebooting the unit. Customer was unwilling to gather logs. No patient harm reported.